Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's remote home monitoring equipment alerted the physician to high, out-of-range (oor) pacing impedances for this left ventricular (lv) lead. The patient was evaluated in clinic and was asymptomatic. Testing revealed any pacing configuration that involved the lv ring yielded impedance measurements > 2000 ohms. The lv tip to rv and lv tip to can configurations were fine. The lead was reprogrammed lv tip to can as that had the best thresholds at 0.7 v at 0.5 ms. No adverse patient effects were reported.